Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device shuts down on its own, which was reproduced during evaluation. A review of the event history log identified improper shut down messages. Visual inspection found the cause to be depressed contact pins on rear case which may prevent proper integration between pump and battery, leading to device powering off with or without notice and outputting 'improper shutdown!'. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shuts down without user input during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.